Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4558m-53 lead, implanted: (B)(6) 1996. (B)(4).

Event description:
It was reported that erosion, and subsequent pocket infection occurred. The patient's implantable pulse generator (ipg) and associated leads were explanted. No further patient complications have been reported as a result of this event. The leads tested out of specification during manufacturer's analysis.